Manufacturer narrative:
Block d2b: additional pro codes, nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient could feel the implantable pulse generator (ipg) move and flip in the pocket site. X-ray imaging was taken, results however were inconclusive. The patient underwent a procedure wherein the pocket site was made deeper and the ipg was placed in a competitors medtronic antibacterial tyrx pouch to help stabilize before completing the procedure. The physician assessed that the ipg had dislodged off the previous sutures causing it to migrate. The ipg remains implanted, and the patient is doing fine.